Event description:
It was reported that when an asymptomatic patient presented in the operating room for a routine device replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 5.6-5.9cm from the cut end of the insulation portion, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Insulation damage was noted at 1.3-5.9cm from the cut end of the insulation portion consistent with clavicle crush damage.